Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/27/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided. Data review did not confirm the reported failed transmitter error. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was performed, no data related to complaint found on the issue date. The reported failed transmitter was not confirmed. A root cause could not be determined.